Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller hot gas bypass valve. The device was evaluated upon receipt. Alert 113 reduced water temperature control seen in event log. Hgbv will not open or close. Replaced chiller unit. Preventively replaced coin cell. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. Dfmea (B)(4), revision 27 was reviewed for this investigation. The reported event is addressed in step # d086. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm 113 was showed in an arctic sun device. T4 goes down, chiller pump and mixing pump work. There was ice on the outlet of chiller compressor. Per review of wo notes, sudden cardiac arrest patient who needs to be kept hypothermia by arctic sun, no other hurt by ttm device.

Event description:
It was reported that the alarm 113 was showed in an arctic sun device. T4 goes down, chiller pump and mixing pump work. There was ice on the outlet of chiller compressor. Per review of wo notes, sudden cardiac arrest patient who needs to be kept hypothermia by arctic sun, no other hurt by ttm device.

Manufacturer narrative:
Initial reporter phone: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.